Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-30397- device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with three infusion sets. The cannulas were kinked. The event occurred on 10-sep-2024. Patient noticed symptoms within 3 or more hours of insertion. Infusion sets were used for 24 hours. The insertion of site was the abdomen for 2 event and thigh for 1 event. Patient also experienced high blood glucose level. Blood glucose level was displayed high at the time of the event. Patient took correction injection via mdi and pump bolus. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.